Manufacturer narrative:
Examination of the submitted device confirmed the spring component is damaged/bent. Examination found the clamp to be functional; however, the bent condition of the spring allows it to intermittently track off the top arm component. The overall condition of the clamp indicates heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. In addition, the device is an obsolete item. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Scrub tech went to put the modular clamp ring onto patella clamp and realized the inside spring was damaged.